Event description:
It was reported that the internal jugular vein was injured during the dilator insertion. Astriction was performed by hand for a day. No complications reported at this moment. Follow up with customer, indicated that there was no pt complications reported. The dilator and guide wire were removed and another central venous catheter (arrow product) was inserted. Astriction was used to stop bleeding by applying pressure to the wound. Further follow up with customer, indicated, that it was unk on how much blood was lost and the wound was at the internal jugular vein. No product will be returned, device discarded at hospital.

Manufacturer narrative:
Device will not be returned; disposed at hospital.